Event description:
The customer reported that while running an hiv p24 antigen assay, summit sample handler, misread a sample barcode in position a-11 as "041fp20787" instead of "041fp23187". No error message was generated. Then on 08/22/97 while running a hepatitis core assay, a sample barcode was misread as "000fg23178" instead of "000gs26678". No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.